Event description:
Intended use: bact/alert® I nst culture bottles are used with the bact/alert® microbial detection systems in qualitative proceduresfor enhanced recovery and detection of a variety of anaerobic and facultative microorganisms. The laboratory is responsiblefor validating the bact/alert® system and culture bottles for their testing purposes. Issue description: an advanced therapy medical product (atmp) customer in united states notified biomérieux of obtaining a potential false positive result in association with the bact/alert I nst culture bottle (ref. 259785, lot number 0001058056, expiration date: 03/11/2022) while performing sterility testing. This complaint is linked to complaint cn- (B)(4) concerning potential false positive at the same time with bact/alert I ast culture bottle (ref. 259786) the customer indicated that during two weeks, bact/alert reported few positive sterility samples from t-cell culture. Three bottles were tested on tsa plates to identify growth: two were unable to obtain growth and the last was able to growth but customer indicated it is probably link to the manipulation. They considered these 3 bottles as potential false positive results: 2 bottles were bact/alert iast product (ref. 259786, complaint cn- (B)(4)), 1 bottle was bact/alert inst (this complaint). No error code was observed on the bact/alert system. Biomerieux customer service requested the customer¿s backup data as well as troubleshooting information. After review, the analysis led to a potential root cause linked to the customer¿s loading pattern causing temperature related false positive. Biomérieux customer service indicated that because the customer received 2 consecutive false postive results in cell 1b04, the customer may want to re-calibrate this cells before using the cell again. As a reminder customer should re-calibrate the cell any time a positive bottle is removed. Customer stated that these events did not lead to any adverse event related to any patient's state of health.

Manufacturer narrative:
Context: a complaint investigation was initiated in response to a customer complaint relating to false positive industry culture bottles on the bact/alert® 3d. The complaints ((B)(4) and (B)(4)) are from an industry healthcare customer, adaptimmune llc, in the category of cellular advanced therapies, located in the united states with contact date 19apr2022. The patient sample is composed of t-cells for cancer treatment. One (1) ml was inoculated in bact/alert iast lot 0001057562 and bact/alert inst lot 0001058056 culture bottles and resulted positive with no conclusive gram staining. Investigation: **batch record and trend review** the batch records for lot numbers 0001057562 and 0001058056 were reviewed for abnormalities or indications of events that may have led to false positives. There were no unusual events associated with either lot number, or no manufacturing errors were found in the review. The records do not show any evidence that indicates that the root cause is related to the bottle manufacturing. Reviews of manufacturing data for the bact/alert iast and inst bottles did not reveal any adverse trend relating to potential false positive issues. Reviews of complaint data showed no adverse trend is present for the lots 0001057562 and 0001058056, nor for the error codes false positive rate algorithm - c329 or false positive acceleration - c326. **root cause analysis and conclusion** the five why¿s root cause analysis tool was used for the investigation purpose. Three most likely root causes were identified based on the information provided by the customer, the data backup and the graphs analysis. 1- as the sample contains cells or cellular by-products, it may be reacting with the sensor to cause the instrument false positive result. The bottle graphs do not have a large sigmoidal shaped curve consistent with microbial growth, and the subcultures of the bottles were no growth initially. Cellular activity produces co2 and is a known cause of instrument false positives. An acid ph and/or presence of compounds in the sample that can react with water to produce acids may also increase the sensor's color to trigger an instrument false positive. 2- loading related false positives show small shifts in graph related to loading new bottles in the same rack/drawer when the false positive bottle was under test. Spread new loads out to avoid loading more than one new bottle in a rack where bottles are already under test. Gcs recommends to lcs to enable the cbcf (cold bottle compensation filter) for incubation modules built before june 2012 in the b.50 3d software version to help reduce the risk of this type of instrument false positive bottle. 3- cell noise is a possible contributor as there is some small dip in the graph prior to positive flag, that could contribute to a positive trigger by the acceleration algorithm. **advice and recommendations to customers** follow the bact/alert user manual, part "loading bottles": customer should load bottles into different drawers. False positives can occur due to temperature changes due to drawers open for more than 10 minutes, failure to close a drawer properly, instrument location under an air conditioning vent or heating vent, room temperature conditions (heat, cold, drafts from open windows), and loading too many culture bottles at a time into the instrument. A high blood cell count in the sample composition can produce high amounts of co2. Bottles can be flagged positive by acceleration or rate algorithms.